Event description:
It was reported that during treatment of a "cto" lesion in the rca, the dilatation catheter ruptured at 12 atm, resulting in incomplete dilatation and dissection. Two stents were deployed to treat the dissection. The patient is reported to be doing well as of the date of this report.